Manufacturer narrative:
A replacement power supply was sent to the customer. The customer's original report was determined to not be a potentially reportable issue. In complaint f/u on 6/24/2011, it was noted that when the returns dept processed the returned transformer on 5/5/2011, they documented that the transformer showed signs of melting and that there was a small hole. They disposed of the transformer. Based on the info about the breach in the transformer housing, on 6/24/2011, the complaint was determined to be a reportable issue. F/u was completed with the customer, who indicated that she did not see any smoke, fire or sparking and that no injuries were sustained as a result of the issue. A breach in the transformer housing is a safety risk. The product involved in the complaint is no longer available for further eval/investigation. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer svc that the power supply for her pump will no longer power her breast pump. She indicated that the pump works with the battery pack. No injuries were reported.